Event description:
It was reported by the patient's nurse via email that the patient had observed pump leaks twice which lead to hospitalization due to hyperglycemia. It is yet unknown which part of the pump kit had leaked as no further information was provided. At this time no further information is available on when and how long the customer was hospitalized or which kind of treatment was given.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.